Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during unpacking and preparation of the angio-seal device they recognized that there was no anchor or suture in the system. The device was not used and there was no contact with the patient. Hemostasis was achieved by manual compression and compression bandage. The patient was discharged from the hospital as planned. No other equipment or devices were used with the angio-seal device as it was found while unpacking and preparation.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to update section h3 and to provide the completed investigation results. This report is the second follow-up, however, follow-up no. 2 failed submission for a duplicate submission. One used 6 fr angio-seal vip device was returned for evaluation. Visual inspection revealed that the carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Functional testing was conducted. The deployment sleeve was moved into the forward lock position, but the accumulation of dried blood like substances at the tip of hemostasis sheath precluded the anchor from being released. Digital force was then applied to the anchor and the suture unwound as intended. The tamping tube did not release due to the binding presence of blood like substances within the cannula of the carrier tube. There were no other functional anomalies noted with the device. The presence of the tamping tube was verified by cutting through the sheath. There is no indication that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device was not placed in the full forward lock position, or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined.

Manufacturer narrative:
This report is being resubmitted as follow-up no. 2 to correct/update section g6, update section h3 and to provide the completed investigation results one used 6 fr angio-seal vip device was returned for evaluation. Visual inspection revealed that the carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Functional testing was conducted. The deployment sleeve was moved into the forward lock position, but the accumulation of dried blood like substances at the tip of hemostasis sheath precluded the anchor from being released. Digital force was then applied to the anchor and the suture unwound as intended. The tamping tube did not release due to the binding presence of blood like substances within the cannula of the carrier tube. There were no other functional anomalies noted with the device. The presence of the tamping tube was verified by cutting through the sheath. There is no indication that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device was not placed in the full forward lock position, or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined.

Manufacturer narrative:
The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.